Manufacturer narrative:
(B)(4). No device/no lot number provided for evaluation. Unable to perform an investigation. If additional information becomes available a follow up medwatch will be submitted.

Event description:
During surgery, the wire of this device was cut near the handle. The user made sure there was no device remained in his abdominal. The non-conforming sample was disposed by user. Unk lot number, device not available, discrepancy noticed during procedure which was completed as planned. The customer reported on 11nov2019, the wire fray and broke, unk: general patient information or if there was any patient injury or medical intervention.